Manufacturer narrative:
Due to character restriction in block e1. E1 event site address is (B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11, e1 (event site address, event site city). A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer restarted the machine and saw all functions operated normally. There were no alarms, water leakage, and the black screen shutdown issue did not reoccur. The unit as per the customer was operating with no issues.

Event description:
N/a.

Event description:
It was reported by the customer that during use the cs100 intra-aortic balloon pump (iabp) malfunctioned by shutting down with a black screen. No patient harm is reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.